Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. The returned sample appears used as biological material is present on the device. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws. The next clip was also unable to load properly. The sample was disassembled to look at the internal components. Upon disassembly, no further damage was found to any internal components. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not correctly attached to vessel" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was returned with the rotation tab bent. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that the clips were unable to properly load and only partially close. The device was disassembled and no further damages were found. The broken ratchet and the bent rotation tab could cause or contribute to the clips not being able to load properly. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
When the doctor held and let go of the handle of ae5, the handle did not return to its original shape and the clips were not correctly attached to the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600542. Investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the doctor held and let go of the handle of ae5, the handle did not return to its original shape and the clips were not correctly attached to the vessel. The patient's condition was reported as fine.